Event description:
It was reported unable to make a clean cut in the catheter. When the catheter was cut with the scalpel, it was not smooth but slightly frayed. The operator made a second cut and had the same problem. Incident occurred before use. No patient harm reported, no other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an uneven cut on the catheter was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl powerpicc catheter. A gross visual inspection of the returned sample found that the catheter tubing was separated in two segments. The separation occurred at the 9 cm depth marker and at the 46 cm depth marker. At both fracture sites there was a segment of thin catheter tubing which protruded from the fracture sites outer diameter. Microscopic inspection of the fracture sites found that striations were present at both locations, indicating that a sharp instrument had been used to attempt to cut the tubing. Inspection of the fracture site at the 9 cm depth marker found that one side of the fracture had a recessed area on the tubing's outer diameter. The shape of the recessed area matched the shape of the protrusion observed on the opposite side of the fracture, indicating that the protrusions were material broken off from the catheter tubing. Additionally, the recessed area had largely a smooth surface. This in combination with the thin nature of the protrusions and presence of a feathered edge on a portion of the protrusions suggested that a sharp instrument may have contributed in the propagation of these breaks. The unit was functionally tested by attempting to cut a cross-section of the catheter tubing using a razor blade. The tubing was able to be cut without any resistance, leaving a flat surface without any protrusions. The wall thickness of the catheter tubing was measured at the location of the cross-section taken and was found to be within specification. Based on the available evidence, the customer's reported event could be confirmed; however, without the sharp instrument returned for evaluation, no further conclusions could be drawn. Therefore, the root cause remains unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported unable to make a clean cut in the catheter. When the catheter was cut with the scalpel, it was not smooth but slightly frayed. The operator made a second cut and had the same problem. Incident occurred before use. No patient harm reported, no other information provided.